Manufacturer narrative:
Intuitive surgical, inc. (Isi) isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (psuj) was returned for failure analysis and the reported problem was confirmed and replicated. In system logs, errors 32100 and 1007 were confirmed indicating voltage monitoring faults along the 12v channel. Installed proximal with returned distal set-up joint (dsuj) and universal surgical manipulator (usm) onto golden system where error 1007 was triggered on startup with a delayed 319 disabling the usm. Separated usm from distal and proximal, and error 1007 followed usm, while distal and proximal error with 319. Distal was separated from proximal, where error 319 remained on proximal. Distal functioned as expected with no further faults occurring on the system in normal mode. Tested proximal on patient side cart (psc) fixture test platform (pftp) where it failed various tests, but failures did not replicate reported problem. After testing was complete, visual inspection found no faults related the reported event. The distal set-up joint (dsuj) was returned for failure analysis and the reported problem was confirmed and replicated. In system logs, error 1007 was confirmed indicating voltage monitoring faults along the 12v channel reported to the axes controller tornado (act) board. Installed proximal with returned proximal and usm onto golden system where error 1007 was triggered on startup, with a delayed 319 disabling the usm. Separated usm from distal and proximal, and error 1007 followed usm, while distal and proximal errored with 319. Distal was separated from proximal, where error 319 remained on proximal. Distal functioned as expected with no further faults occurring on the system in normal mode. Tested distal on pftp where it passed all relevant testing. The universal surgical manipulator (usm) was returned for error 32100. The reported problem could not be confirmed nor replicated. The usm was tested on an in-house system in normal mode with no related errors. The usm was also tested on a pftp with no related errors. The probable root cause of the proximal is attributed to the vertical brake and vertical rolling loop. The probable root cause of the distal is attributed to the encoder cable assembly and act board. The probable root cause for the usm could not be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm), and the proximal and distal set-up joints. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm, and the proximal and distal set-up joints for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted hiatal hernia (paraesophageal) surgical procedure, repeated non-recoverable error 32100 occurred on universal surgical manipulator (usm3) the customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer was able to recover the error. Afterwards, the customer elected to disable usm3 to avoid any further issue. The customer stated that the procedure only needed three usms. Tse assisted customer to disable usm3 by pressing the clutch button. The procedure was completed as planned with no reported injury.